Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that he found the high pressure helium regulator leaking with tank pressure above 1000psi. The fse replaced the regulator and the iabp then passed all calibration, functional and safety tests that were performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer stated that within several days the helium tank leaked to the 1/2 way point. This was discovered during a service/test by the customer. No patient was involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
The customer stated that within several days the helium tank leaked to the 1/2 way point. This was discovered during a service/test by the customer. No patient was involved and no adverse event was reported.